Manufacturer narrative:
The technician found one brake lever clamp was loose and caused the lever to fall out of the connecting bar. The technician reattached the brake connecting bar and tightened brake clamp on brake levers to resolve the issue.

Event description:
The account alleged the brakes are not holding. No injury reported.